Event description:
A complaint was received from family member of an elite system user, who stated that "pt died of insulin shock because the meter was reading 50-175 points too high". Family member compared this meter to a competitive system and received a result of 317 mg/dl on the elite system and a 140 mg/dl on the competitive system. It is assumed that the results were from a speciment taken from the complainant. Family member also stated that on another occasion they again compared these two system and received a result of 370 mg/dl on the elite and 219 mg/dl on the competitive system. While on the phone a review of the event was made. The complainant stated that pt died between 3-4:00am. Family member said that they did not see the death certificate but they stated that it appeared pt expired from insulin shock. Pt took additional insulin based on the results of the elite system (no exact results were given) and that it appeared that pt vomited and may have choked to death. The customer was using elite sensors 2h05jc, expire 02/2004. A request was made to return the entire system for evaluation but this was denied. Follow-up will be attempted.